Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to verify the customer reported malfunction. The se replaced the oxygen (o2) sensor. The unit then passed all testing.

Event description:
It was reported that, during patient use, a ventilator's oxygen (o2) sensor alarmed and the ventilator's circuit disconnected. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition. An investigation was performed and the product analysis technician reported that the reported issue was isolated the oxygen sensor exceeding its service life. If information is provided in the future, a supplemental report will be issued.